Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012729026 was returned and analyzed. Visual inspection identified a shaft kink/twist at approximately 1.5 inches from the tip. Shaft discoloration was also observed at the distal end, extending 0.2 inches from the tip. Functional testing was performed. The steering mechanism and deflection test revealed that the sheath tip did not return to its original position; the x-ray examination did not reveal any anomalies in the deflection mechanism including the deflection ring. In conclusion, the sheath failed the returned product inspection due to a shaft kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure, the sheath could not bend properly and exhibited abnormal bending. The sheath was replaced, which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed for the 4fc12 flexcath sheath with lot 0012729026. One image was returned from the field and showed a member of medical staff holding two sheathes. One sheath had a dilator fully inserted, and the second sheath had a deformation at the distal shaft. Lot numbers and serial numbers were not visible. In conclusion, the reported issues with steerability and deflection were observed in the data files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.